Event description:
The needle (which attaches to the syringe) has a beveled tip. When it is inserted into medications vials the needle is "boring" a hole through the rubber rather passing through it. As a result the "bored" rubber debris infiltrates the medication and has the potential to be drawn up into the syringe and injected into the patient.======================manufacturer response for stainless steele single use needle w/ beveled tip, monoject needle (per site reporter)======================the representative has been contacted. We attempted to retrieve the syringe/needle in question but it is not available. We will be in communication.